Manufacturer narrative:
Device available for evaluation, returned to manufacturer on december 08, 2017. Device evaluation: the returned za9003 lens was received in the original box, inside the lens case and a cartridge. The unfolded lens was observed under the microscope. Viscoelastic residues were observed on the optic zone. The haptics were observed positioned and without damage. The cartridge had viscoelastic residues in the cartridge tip. No viscoelastic residues were observed in the loading zone. No damage was observed. The complaint was not verified in the returned sample. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there was a broken haptic during handling but prior to insertion of the intraocular lens. During follow up, it was clarified that this lens did not advance normally. The unfolded, lead haptic folded upon itself and got caught in the eye. The lens penetrated the stroma. The doctor stopped and removed the lens. A new lens was implanted. Three sutures were used. There was no incision enlargement. No additional information was provided to abbott medical optics.